Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the hand piece was in use inside the patient's abdomen. The trigger was pulled to activate the device, when the trigger was released, the device did not open. The use of force was necessary to open the device. The patient was not harmed.